Event description:
It was reported via company representative that the insulin pump alarmed button error. The blood glucose reading was 73 mg/dl. The customer states that there were no significant events leading to the alarm were observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons functioned properly. However, the pump had corroded keypad traces. No button error alarm was noted testing. The pump had cracked battery tube thread, a cracked reservoir tube, a cracked case near the display window corners, cracks on the display window, and a missing end cap sticker.